Event description:
Hcp reported the pt has a severe form of scoliosis causing the pt to have multiple rods/pins implanted. In 2004 the pump and catheter were to be replaced but due to the physical challenges with the spine, a piece of the catheter remained in the intrathecal space. The pump was successfully replaced. A CT and MRI were performed to verify spine location for the catheter implant which was successfully replaced the next day. The pt is reported as being happy and stable. The pt is currently taking oral baclofen.